Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter was damaged. The event occurred 3 days after placement there were no tweezers or oil lubricants used during insertion; however, there were no missing pieces.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received the catheter only for evaluation. The sample was visually evaluated and an irregular burst was noted. No pieces of the sac were missing. Per functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found during the dimensional evaluation: eye snip length: 3/32¿; inflation lumen coverage:14 thou; balloon thickness: 24 thou; burst initiated from bottom collar of sac: 2cm. The site of the burst appeared swollen and the balloon thickness measured 24 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that the balloon of the catheter was damaged. The event occurred 3 days after placement there were no tweezers or oil lubricants used during insertion. The user stated that the patient may be a stone former. There were no missing pieces.